Manufacturer narrative:
The affected device was examined on site and the log files were secured for further investigation. Based on the log file analysis, the event could be retraced. According to the log file, prior to the event the patient was ventilated in the ventilation mode spn-CPAP/ps. In this mode the patient¿s spontaneous breathing effort that meets the set trigger criteria results in a pressure-supported breath delivered by the device. If the device detects that no expiratory flow or insufficient inspiratory gas is delivered during the set apnea time, a volume guaranteed apnea ventilation gets activated. Prior to the reported time of event multiple alarms were logged between 10:01 and 10:21 indicating problems with the ventilation such as ¿vt low¿, ¿leakage¿ and ¿airway obstructed?¿. At 10:21 the device started the apnea ventilation and issued the corresponding alarm. At 10:25 the apnea ventilation was terminated, and the ventilation mode was changed to vc-ac by the user. Finally, the ventilator was put into standby mode at 10:48. After 10:21 the log file continued to show several alarm messages like such as ¿leakage¿ (4 times) and ¿airway obstructed?¿ (37 times) indicating an obstruction within the breathing system. Neither the analysis of the log file nor the onsite examination of the device revealed a problem concerning the alarm system or any device malfunction. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the performance of the device would be impaired by a functional malfunction or application problem, the user will be alerted to the detected issue by appropriate visual and audible alarms. In this case the device reacted as specified to a possible obstruction in the breathing circuit by issuing the corresponding alarms to alert the user. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that during ventilation in spn-CPAP/ps mode the patient entered apnea and the ventilator did not enter assisted ventilation after the programmed time. Even changing to controlled volume there was no cycling. The patient presented lip cyanosis and bradycardia. After the event the patient was reportedly fine and was discharged from the ICU at the end of the day of the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that during ventilation in spn-CPAP/ps mode the patient entered apnea and the ventilator did not enter assisted ventilation after the programmed time. Even changing to controlled volume there was no cycling. The patient presented lip cyanosis and bradycardia. After the event the patient was reportedly fine and was discharged from the ICU at the end of the day of the event.